Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device.the manufacturer received information from the patient alleging that the patient has respiratory tract irritation inflammatory response reduced cardiopulmonary reserve lung cancer. There is no allegation of serious or permanent harm or injury. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device. The manufacturer received information from the patient alleging that the patient has respiratory tract irritation inflammatory response reduced cardiopulmonary reserve lung cancer. There is no allegation of serious or permanent harm or injury. Medical intervention was not specified. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings wasn't observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was no error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. Box h: evaluation method code grid evaluation results code grid conclusion code grid has been updated model number, catalog item identifier, serial number and product UDI has been updated remedial action init and recall (z) number has been updated

Manufacturer narrative:
In previous report UDI number captured wrongly. It should be blank.